Event description:
6 fr. Double lumen PICC catheter placed on 02/24/1999 for central venous access. Follow-up cxr showed fragment of guide wire projecting at level of right pulmonary artery. Pt returned for removal of foreign body without complications.